Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. On the same date, in a separate surgery the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.